Event description:
It was reported that the user was unfamiliar with the proper insertion technique for the infusion set and had been removing the set from the applicator rather than spring-loading and deploying it, after which blood glucose reached 356 mg/dl while using the ilet in a vehicle. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education. Investigation included telephone-based troubleshooting and user education on correct infusion set placement. Investigation of this case revealed user technique error leading to an infusion set deployed incorrectly, with no connector attachment issue reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion technique.